Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to get telemetry between the implantable pulse generator (ipg) and remote monitor. The patient was referred back to their physician for a device check; however, follow up information indicated that the patient has not been seen. The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.